Manufacturer narrative:
Additional gore tag device included in this report: tg3110/06629453. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6), 2010, this patient underwent endovascular repair of a thoracic aortic aneurysm using two gore tag thoracic endoprostheses (tg2810/05763568, tg3110/06629453). On (B)(6), 2010, the patient was discharged from the hospital. Subsequent follow-up examinations revealed no adverse events. The physician continued to monitor the patient. On (B)(6), 2014, stent graft infection and a pseudoaneurysm were identified. The cause of infection was unknown. An aorta-bronchial fistula was also suspected. On (B)(6), 2014, the tag device was explanted and replaced a vascular graft in the descending aorta. In addition, omentoplasty was performed. The patient tolerated the procedure.

Manufacturer narrative:
Device explanted on (B)(6) 2014.